Event description:
It was reported that before an unknown procedure, there was no activation with the hand activation buttons. Footswitch activated the instrument properly. The case was completed by using a second device. No patient consequence was reported.

Manufacturer narrative:
Date sent: 5/20/2008. Information anticipated, but unavailable at this time.